Event description:
The initial attorney report alleged pain and permanent injuries due to a defective mesh. The following is based on the medical records provided by the pt's attorney: on ni/ni/ni, repair of umbilical hernia, details are unk. On (B)(6) 2004, laparoscopic repair of recurrent umbilical hernia with composix kugel mesh. On (B)(6) 2007, laparoscopic repair of recurrent umbilical hernia with a non-bard mesh. A recurrence was noted "right next to the previous mesh." Also noted was that the composix kugel mesh "appeared to be in good position and had good incorporation."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. There is no indication in the medical records that a device failure occurred. A post operative note from the surgeon states "we had no problems with how the kugel mesh appeared with her previous surgery." Additionally, the mesh remains implanted. The info provided indicated that the pt was treated for recurrence, which was not related to the mesh. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.